Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was falling and was having stronger radicular pain. It was noted that the falling may possibly have contributed to the issue. The healthcare provider reported that it was possible that the patient had a broken lead. The patient had an x-ray taken, but the healthcare provider had not seen the results at the time of the report. No further complications are anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the provider has reviewed the results of the imaging and it appears as if the lead has migrated and has come out of the epidural space. The patient is being referred to a neurosurgeon to have the device explanted. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.